Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited high out of range shock impedance measurements. A revision procedure was performed where it was noted that the distal portion of the lead was reinserted into the header of the device and the set screw was tightened. No additional adverse patient effects were reported and the device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.